Event description:
An inventory specialist reported that during glaucoma filtration surgery, the shunt would not release from the inserter. The surgeon removed the shunt and did not replace it with another shunt. Add'l info was received from the surgeon, who indicated that following removal of the shunt he enlarged the incision and performed a trabeculectomy. He also reported that a peripheral iridectomy was performed. Antibiotic and a steroid medications were injected in the inferior cul-de-sac and a steroid ointment was applied to the eye with a monocular patch. The pt was in good condition following the procedures.

Manufacturer narrative:
The product was not returned for analysis; therefore, the condition of the product could not be verified and visual inspection could not be performed. There were no other complaints reported in the lot. The root cause could not be determined. (B)(4).